Event description:
It was reported that the patient was unable to adjust stimulation on their implantable neurostimulator (ins). A power-on-reset (por) condition was reported and a 'call doctor' icon message was seen on the patient's programmer. An error code of 0200 was also observed which indicated a watchdog timeout had caused the por condition. It was reported that the patient had recharged on friday (B)(6) 2012 and noticed the por message the following day. The patient stated that the ins battery level was very low on that friday but not overdischarged. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received reported that the power-on-reset (por) condition on the patient's ins was cleared. The patient has continued therapy without compromise. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).